Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (500 mcg/ml at 220 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had issues with high tone and possible withdrawal symptoms since the pump was implanted. It was noted the patient was in the hospital for about 10 days after implant and issues have worsened since they went home. The hcp aspirated the catheter from the side port today and got back about 0.4-0.5 ml and inquired about a prime bolus to fill the catheter. The hcp also inquired about giving the patient a single bolus. Agent reviewed programming steps and calculation for a prime bolus plus a 25 mcg bolus.